Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted an aluminum foil fragment inside the packaging. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was found ¿in the aluminum foil¿ (package) of a minicap. This was observed before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.